Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced glare and photopsia's. The iol was exchanged for another unspecified monofocal following the initial implant procedure. Additional information has been requested but is not available at the time of this report.

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced glare and photopsia's. The iol was exchanged for another unspecified monofocal following the initial implant procedure. Additional information received and reported that the iol was exchanged for the another lens model with same diopter power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol. There was no further impact to the patient.

Manufacturer narrative:
Corrected information was provided in b.5., and h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).